Event description:
The extracorporeal photopheresis (ecp) kit was seemingly defective. Therakos was consulted. The pt's red blood cells had to be returned to the pt. The treatment ended and the pt received an ecp treatment with another kit.